Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2017 .device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: the original complaint could not be duplicated or confirmed; the pump¿s audio worked properly and there was no damage found when the pump was opened. Unrelated to the original complaint, the battery compartment was cracked.